Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited low impedance and insulation breach. The lead was capped and replaced. No further patient complications have been reported as a result of this event.